Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact and undamaged. Evaluation revealed the contrast, up, and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up, and down key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, it was reported that the down keypad button required increased pressure to engage. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.